Event description:
Complainant is diabetic, and uses another co's insulin infusion pump to supply her with insulin and a blood glucose meter to monitor her blood glucose level. On 4/14/93, during the night, the insulin pump setup failed (see related complaint san-2345). Complainant woke up and felt as though her glucose level was too high. She tested her glucose level using the meter and a test strip she had placed from the container into a holding cell in the meter. Her glucose level was read as "86," interpreted as a normal level, and she assumed that her feelings were brought on by a cold or flu. She was not aware that the insulin pump had failed. The next morning she fell into a diabetic coma and was hospitalized, with levels well above normal.